Manufacturer narrative:
The subject device has not been returned. The cause of the event is undetermined.

Event description:
During the colonoscopy procedure, a radial jaw 4 biopsy forceps was used. The physician put the forceps down the channel, took a bite, took the forceps out and put the specimen into the jar. The physician tested the device outside the patient before the second pass. When the physician was trying to open the forceps again, the orange sheath separated from the jaws. They used a second of the same device to complete the case.